Event description:
Two bypass grafts were performed utilizing connectors; 1 to the acute marginal artery and 1 to the pda. The pt's aorta was extremely friable and the surgeon did not want to use a clamp so opted to use connectors. The pt did well; however, while being prepared for discharge, the pt complained of being unable to breathe and arrested. CPR was performed; however, the pt expired. At autopsy, both connectors remained attached to the vein grafts and detached from the aorta. The aorta contained an aneurysm which was thought by the pathologist and surgeon not to be related to the connectors. The pathologist has the connector and grafts.